Manufacturer narrative:
An event regarding damage involving an unknown accolade stem was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant revealed: "on (B)(6) 2010 a revision of the right total hip arthroplasty was performed for a diagnosis of failed right tha. The operative report describes general anesthesia and the use of the previous posterolateral approach. The operative report further states that the patient complained of squeaking and increased discomfort, and that a recent breast reduction surgery delayed her treatment. 500cc's of black synovial fluid was noted, as well as a posterior notch on the neck of the prosthesis. The liner was removed and the cup was anteverted approximately 40° and "the ceramic ball exhibited lots of metal debris"." [...] "One unlabeled black and white photograph of the proximal femoral component with a deep notch noted at the base of the neck is available." [...] "An undated ap of the pelvis and ap and lateral of the right hip demonstrates an uncemented total hip arthroplasty with no screws in the acetabulum. The hip is reduced and the stem is in nominal position. The acetabular component appears to be excessively anteverted." [...] "In this obese patient with an excessively anteverted acetabular component, posterior neck impingement resulted in recurrent subluxations and, likely, fracture of the ceramic liner during a reduction maneuver. Delay in revision surgery from the apparent liner fracture noted on the (B)(6) 2010 x-ray until revision surgery on (B)(6) 2010 resulted in further fragmentation, metallosis, and soft tissue reaction. Examination of the explanted components might determine if factors of faulty prosthetic manufacturing or materials were involved in this clinical situation, which appears to be primarily related to acetabular component malposition and resulting impingement." Product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation and medical review confirmed the damage on the shell which was caused by shell malposition which led to impingement on the stem trunnion. Also, the clinician indicated that the additional 3.5 month delay for revision surgery resulted in further fragmentation, metallosis and soft tissue reaction. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that allegedly, "the patient received a trident ceramic on ceramic hip system." It was further alleged that, "the patient is experiencing 'significant squeaking and discomfort in the area of her hip.'" Update as per medical review: "in this obese patient with an excessively anteverted acetabular component, posterior neck impingement resulted in recurrent subluxations and, likely, fracture of the ceramic liner during a reduction maneuver. Delay in revision surgery from the apparent liner fracture noted on the (B)(6) 2010 x-ray until revision surgery on (B)(6) 2010 resulted in further fragmentation, metallosis, and soft tissue reaction. Examination of the explanted components might determine if factors of faulty prosthetic manufacturing or materials were involved in this clinical situation, which appears to be primarily related to acetabular component malposition and resulting impingement."